Event description:
Patient reported infusion set tubing disconnecting from the luer lock connection. She experienced elevated blood glucose of 580 mg/dl and a severe headache. Her normal range is 100-180 mg/dl. Patient stated that she changed the infusion set and administered a 3 unit bolus lowering her blood glucose to 320 mg/dl. She indicated that the infusion set had been in use for 2 days. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.